Manufacturer narrative:
Evaluation summary: the impactor was not returned for evaluation, so its condition is unknown. It is unknown how the impactor was impacted. Off axis impaction could be the reason for breaking but cannot be confirmed with the available information. Device history records indicate all components were manufactured, inspected, and packaged to specification. Only the tip has been returned for evaluation. Manufacturing records are in order and do not indicate any manufacturing anomalies. The device was in the field for approximately 4 years. As returned, the tip of the device exhibits significant damage in the form of fracture, nicks, gouges, and scratches. On the opposite end of the nose, the interior threads also exhibit damage. The reasons for theses damages are unknown.

Event description:
It is reported that the tip broke while impacting a versafx plate.